Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our field clinical specialist (fcs) that during a right sided transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 ultra resilia valve, it was difficult to advance the 14f esheath+, pre-dilation and shockwave were done, and the sheath was then able to advance through the graft. The first valve and 26mm commander delivery system (ds) were prepped per the IFU and there was a lot of resistance advancing the valve with the ds through the blue portion of the sheath. The valve and the ds were removed, and a bent tine was noticed on the valve while the valve was still in the ds. The ds and valve were removed. The sheath remained in place. A second valve and ds were prepped per IFU and passed though the sheath and successfully deployed. The patient was in stable condition after the procedure. A puncture mark was noted on the sheath after withdrawing the sheath. There was no bleeding noted from the access site or on fluoroscopy after the procedure. The degree of tortuosity was severe, and the degree of vessel calcification was severe.

Manufacturer narrative:
A supplemental report is being submitted to link the related report number. G6, h2, and h10 have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was empirically confirmed based on information received to date. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported ''there was a lot of resistance advancing the valve with the ds through the blue portion of the sheath. The valve and the ds were removed, and a bent tine was noticed on the valve while the valve was still in the ds'', ''a puncture mark was noted on the sheath after withdrawing the sheath'', and ''the degree of tortuosity was severe'', and the degree of vessel calcification was severe. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.